Manufacturer narrative:
(B)(4).

Event description:
During the index procedure one resolute integrity drug eluting stents were implanted in the omi. Approximately one day post the index procedure the patient suffered a suspected mi. The investigator assessed the event as not related to the device. Medication was prescribed and the event is unresolved. Cec adjudicated the event as an arc and medtronic defined mi in the territory of the target vessel.